Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty heater. The device was evaluated and the reported issue was confirmed as it was noted that the device was unable to heat. Replaced heater lot 1739 with lot 2230. Completed the 2000-hour pm procedure on the device. The hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. The double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted. The chiller molded tube was torn at the evaporator inlet nipple upon removing the lower bracket. Preventatively replaced ac main voltage circuit card sn (B)(6) with ac main voltage circuit card sn (B)(6). Completed the 2000-hour pm procedure on the device. This included the servicing of circulation pump sn (B)(6) and mixing pump sn (B)(6), and replacing both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. The chiller molded tube was replaced due to tearing at the evaporator inlet nipple upon removing the lower bracket. Upgrades completed included replacing the control panel coin cell due to age. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed was having issues heating in arctic sun device. It has over 2000 hour since the last preventive maintenance and would be giving the 2000 hours preventive maintenance parts info to order. Update: dcrane (B)(6) 2023. The biomed called back requesting a quote for 2k pm stating they would rather have the device sent in for cost effectiveness. Per investigator notification received on (B)(6) 2023, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress, the double bend tube and the chiller evaporator outlet tube were expanded ,the tank seals were lifted, and the chiller molded tube was torn at the evaporator inlet nipple upon removing the lower bracket.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Event description:
It was reported that the biomed was having issues heating in arctic sun device. It has over 2000 hour since the last preventive maintenance and would be giving the 2000 hours preventive maintenance parts info to order. The biomed called back requesting a quote for 2k pm stating they would rather have the device sent in for cost effectiveness.